Event description:
The aveta coral disposable hysteroscope was blurry on the screen and the visual was unclear to surgeon. The end of the scope was cleaned with scope cleaner and visualization improved slightly. The aveta representative was notified, and a new disposable scope was opened. Visualization improved 100% with the new scope.